Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records, it was learned that a patient with a 27mm 2700 aortic valve, implanted in the pulmonary position, was explanted after an implant duration of six years, five months due to unknown reasons. The explanted valve was replaced with a 29mm 2700 valve.

Event description:
Through medical records, it was learned that a patient with a 27mm 2700 aortic valve, implanted in the pulmonary position, was explanted after an implant duration of six years, five months due to calcification, and symptomatic pulmonary insufficiency. The explanted valve was replaced with a 29mm 2700 valve. Per the medical records, the patient presented with pulmonary insufficiency. The patient underwent a redo pvr and pacemaker revision with biventricular system. The valve was explanted and replaced with a 29mm 2700 valve. Postop tee showed pulmonary valve function normal without stenosis or insufficiency. The patient tolerated the procedure well and was transferred to the cvicu in stable condition. On pod #5, the patient was discharged home in improved condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), h4, and h6 (component codes, device code(s), type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as it was discarded on-site. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including that this was a 15-year-old patient.